Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported a patient was hospitalized and diagnosed with peritonitis. The patient's hospital admission date is currently not known and the occurrence date provided is the current best estimate. The patient's medical records have been requested but have not been made available.

Manufacturer narrative:
A visual inspection of the returned cycler found a ¿light black residue¿ on the exterior of the cycler. No other physical damage was found. There are visual indications of a ¿light black residue¿ within the cassette compartment. The patient's apartment had been in a fire, however this was not related to the adverse event of peritonitis and was not due to the cycler. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. No fluid leaks in the test cassette during the test treatment. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom physical damage was confirmed with testing. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.